Event description:
Procedure type: sigmoid resection. According to the reporter: the clamp on the foam collar did not lock closed. A pin from the clamp fell off the device onto the sterile field, however, it and was retrieved by the surgeon. A new instrument was used to complete the procedure. No patient injury was reported.